Manufacturer narrative:
Concomitant medical device: 694465 lead, implanted (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient c omplications have been reported as a result of this event.